Event description:
It was reported that the right atrial (ra) lead exhibited noise and low impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Concomitant medical product: 5076-58, lead, implanted: 2003-(B)(6). (B)(4).